Manufacturer narrative:
Despite multiple follow up attempts with the user the removal status of the sensor could not be confirmed. D2. Product code changed to qhj.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2021,senseonics was made aware of an adverse event where the physician was unable to remove the sensor on the first attempt made.